Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. Anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a right side rupture and exchange due to concerns with the product. Device remains implanted.

Event description:
Healthcare professional reported a right side rupture and exchange due to concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and exchange due to concerns with the product.

Event description:
Device has been explanted and replaced.